Event description:
Phlebotomist was drawing blood from the patient's PICC line. When the draw was completed, the phlebotomist attempted to remove the adaptor from the port. The adaptor broke off from inside the port. The phlebotomist contacted an rn, who was able to place another access to the PICC line. Smith's medical was notified of the incident. Med watch report filed.